Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead and right ventricular (rv) lead. The noise was able to be replicated with arm movements. Mirror image noise was noted on atrial electrograms (egm) and ventricular egm. It was noted there was a possible insulation issue with the leads. The rv lead exhibited a high sensing integrity counter (sic). The ra lead and rv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.